Event description:
The device was explanted and returned to the MFR with no reason for removal indicated. No pt symptoms, treatment or outcome were provided. Additional info has been requested.

Manufacturer narrative:
Final device analysis results revealed-gears seized together, bridging residue. There was black residue in the gear 5 teeth meshing up with reside in the rotor gear pinion. The motor housing had some moisture and corrosion present. The motor had intermittent stalls. There was some corrosion present in the roller arm housing. The roller wheels turned freely. An x-ray verified no roller arm movement with the motor. The top plate had some moisture present. All other testing was acceptable.